Manufacturer narrative:
The peritonitis occurred on an unspecified date during the chinese new year in 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for the peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The reporter decline declined to provide additional information.

Manufacturer narrative:
The peritonitis occurred on an unspecified date during the chinese new year in 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for the peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The reporter decline declined to provide additional information..